Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to adhesive peeling around bending tube, connection between bending section and distal end is detached. Based on the results of the investigation, the most probable cause of the complaint cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was during the device evaluation that the ultrasound bronchofibervideoscope exhibited that due to adhesive peeling around bending tube, connection between bending section and distal end is detached. There was no report of patient involvement.